Event description:
Complaint reported via phone that port 2 would not recognize the sensor (intermittent connection). Sn (B)(6). No patient incident or injury was reported.

Manufacturer narrative:
Product was returned and evaluated. Evaluation found that sensor port 2 pins were slightly out of alignment causing the unit to have intermittent function. Once the pins were realigned, the unit functioned as intended. The most likely cause for this issue is the misaligned/bent pins in the sensor 2 port of the fall monitor. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).